Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds0284 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter ruptured when maintained by a nurse. The entire catheter covers a length of 43 cm, with 37.5 cm slipping in the body. Color ultrasound indicated the fractured catheter was between the right atrium and the right ventricle. Vascular surgery, department of cardiology, and intervention department were invited to remove the catheter. The medical department, device department and nursing department were notified.

Event description:
It was reported that the catheter ruptured when maintained by a nurse. The entire catheter covers a length of 43 cm, with 37.5 cm slipping in the body. Color ultrasound indicated the fractured catheter was between the right atrium and the right ventricle. Vascular surgery, department of cardiology, and intervention department were invited to remove the catheter. The medical department, device department and nursing department were notified.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter rupture is confirmed but the exact cause remains unknown. Four photos of a 4 fr groshong nxt catheter were provided for evaluation. The first photo shows the catheter outside of patient use. The catheter is split into 5 segments. Blood residue is visible within the tubing. The distal tip containing the valve is present. The additional photos show different angles of the catheter ; however, the break surface characteristics cannot be clearly inspected. Based on the photo samples provided, possible contributing factors include material fatigue caused by repeated kinking of the catheter and tensile damage during handling or removal. Since the catheter was shown to be fractured into multiple segments, the complaint is confirmed but the exact cause remains unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.